Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of the belt is underway. The reported problem (ecgs non-functional) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There was no adverse event that resulted from the damaged belt.